Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the trial liner screw was broken.